Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: with all the available information boston scientific concludes that the reported inflation issue was confirmed as product analysis identified that the pump poppet rod was misaligned, which could affect device function. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders passed leak and pressure tests. The spherical reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. Under microscope it was observed that the pump poppet rod was identified to be misaligned. The identified pump poppet rod misalignment could affect the functionality of device and cause or contribute to the reported inflation issue. Labeling review: a review of the ams 700 msp pump operating room manual (orm) was performed. The orm states: do not squeeze the deflation button and the pump bulb at the same time. The misalignment or displacement of the deflation ball or/and poppet rod is indicative of simultaneous compression of the deflation button and pump bulb. Investigation conclusion: based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. No further information was provided. No patient complications were reported.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a request was received to replace the inflatable penile prosthesis (ipp) due to the patient is experiencing inflation issues. The revision surgery has not been performed. No further information was reported.